Manufacturer narrative:
(B)(4).

Event description:
It was reported that a confirmed motor stall after an MRI was noted. The pump appeared to have recovered from the first MRI scan. When the patient had a second MRI at a later time, the pump had another rotor stall and did not recover. The pump was explanted and replaced with a new pump. A f/u report will be sent if add'l info becomes available.